Event description:
A malfunction alarm was reported with the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which the customer acknowledged and understood.